Event description:
Related manufacturer reference number: 3006705815-2023-08019. It was reported that the scs system was not working due to high impedances (>3000 ohms) on all 16 contacts of both leads. Patient did not report and falls, trauma, or accidents. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.